Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: electromagnetic interference in a private swimming pool case report. Indian pacing and electrophysiology journal. 2015;15(6):293-295. Concomitant medical products: ventricular lead - competitor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) system. The article indicated that the patient presented to the clinic due to the ¿unusual beeping¿ of the device four days prior to the visit. The patient reported no symptoms during the episode. Of note, the patient was sitting in a swimming pool at the time of the device alert. The device was interrogated and it was found that there was ¿high frequency signal¿/ electromagnetic interference (emi) seen on the atrial lead and also five atrial fibrillation (af)/atrial tachycardia (at) episodes noted four days prior. Isometric exercises were performed in the clinic, and there was no noise seen on the atrial lead. It was also noted that the swimming pool that the patient was sitting in had underwater lights. The author deduced that the ¿most likely cause of the emi was a flow of electric current in the water.¿ the lead and device appear to be still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.